Event description:
It was reported to philips that the system was unable to boot, stalling at the countdown timer. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) checked the system remotely and customer informed the reported malfunction. Rse suggested to the customer to observe the system for few days and there is no issues with the system and issue was not reoccurred. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.